Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: on an unreported date in (B)(6) 2022, the patient was hospitalized. B5: upon follow up, it was repotrted that the patient was hospitalized and was discharged on an unreported date in the following month. The patient was switch to hemodialysis. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.